Event description:
It was reported that a pump displayed system error 105. It was determined that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The device was found to be out of specification in relation to the discovered symptom, which ws reproduced. System error 105 alarms were confirmed and were determined to be caused by a failed motor (flex). The failed motor (flex) was replaced.